Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported the complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). During functional testing, the unit displayed error c-34 upon startup, and a review of the internal log revealed additional error c-00 and m-11. Upon visual inspection, the unit was found to have a dent and light scuffs on the gray bezel, as well as scratches on the heatsink. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) regarding a fault c-34 that occurred on the erbe generator. Prior to calling tse, the customer used a third-party generator to continue the surgical procedure. The procedure was completing as planned with no reported injury.